Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when the customer was attempting to fill the cartridge with insulin. The syringe needle was changed and the loading of the cartridge was completed. Blood glucose was not impacted.